Manufacturer narrative:
Follow-up #1:device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the black box indicated an unexplained reboot had occurred on (B)(6) 2017 at 13:18; deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked in two places and the battery cap threads were stripped. There was no evidence of any moisture or corrosion in the battery compartment. The returned battery cap was unable to secure to the pump and could not maintain electrical connection; power loss was duplicated. A test battery cap was able to secure properly and maintain electrical connection. The pump powered on normally with the test cap and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the pump had no power and the patient had a blood glucose of 600 mg/dl. The patient received no unusual treatment. During troubleshooting, cts found the battery compartment was cracked. This complaint is being reported as the power loss may have contributed to the hyperglycemia.